Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2023. H6: investigation summary: a device history record review was completed for provided material number 303262 and lot number 221202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and multiple physical samples were returned for evaluation by our quality team. The picture sample shows an ampoule preparation with a black particle inside. Twenty (20) physical samples were selected for thorough analysis. The samples were used to puncture a vial at an angle of 44 to 60 degrees. The needle cannulas were then examined and no signs of coring were observed. The needles were assembled with a bd emerald syringe and liquid was drawn up and expelled, with no particles identified after use.

Event description:
It was reported that during preparation with bd microlance 3 needles 18g 1 1/2in coring occurred. The following information was provided by the initial reporter: coring when using the needle in preparation. During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during preparation with bd microlance 3 needles 18g 1 1/2in coring occurred. The following information was provided by the initial reporter: coring when using the needle in preparation. During use.